Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified or determine conclusively. (B)(4).

Event description:
A center director reported a patient had headaches approximately two to three months post monovision photo refractive keratectomy (prk). The patient is having difficulty driving at night and with glare. The patient complained of light sensitivity. The patient changed light bulbs in their house. The patient is seeing pulsing lights. The patient is trying to find the sweet spot for near vision and is not wearing glasses as they are trialing a contact lens. Topical steroid dosage was increased. The patient has asked to be released from care so that they can seek a second opinion. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye. Upon follow up, the patient elected to have monovison lasik treatment. The patient is a bit of a slow healer but now looks great under the microscope. The patient is struggling with monovision but has excellent results with visual acuity. The patient needs to adapt more and is trying to decide if she wants to keep monovision or ultimately have both eyes for distance vision and use reading glasses at near.